Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility instruct the method of handling the device regarding usage environment, etc. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, label on the video connector peeled off, adhesive part of the objective lens peeled off, image grainy due to damage to the imaging unit, curved rubber scratched, curved rubber adhesive missing, scratches on operation part, scratches on grip, scratches found on the up/down plate, scratches on right/left plate, switch 1 scratched, video connector scratched, video connector broken, light guide connector scratched, scratches on surface of the light guide cover glass, video connector case scratched, and video connector case cracked. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on an endoeye flex deflectable videoscope for label peeling. Upon inspection and testing of the customer returned device, the scope adhesive part of the objective lens was found peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.